Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that when changing the system controller, it went into backup mode. The pt switched to the back up system controller and no further problems were reported.

Manufacturer narrative:
The device was returned to the MFR for eval. The system controller was connected to the equipment in the MFR's lab and the reported event was confirmed. The black and white power cables were maneuvered and while moving the black power cable at the connector end, the system reported a power cable disconnect alarm. The white and black power cables were then independently disconnected and when the white power cable was disconnected the system reported a low voltage alarm. The outer insulation and the strain relief of the black power cable at the connector end was removed which revealed broken inner conductor wires. This situation is being addressed through the MFR's corrective/preventive action system and an urgent medical device correction notice (29165969/2/10001-c) was sent to customers. No further info is available. The MFR is closing its file on this event.